Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the device experienced early elective replacement indicator (eri)/end of service (eos). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was analyzed and found battery depletion indicated/elective replacement indicator (eri). Two patient alerts for low battery voltage (bv) occurred on (B)(6) 2010. The time of eri shown in the save to disk was (B)(6) 2010. The weekly bv trend data shows the minimum bv to be 2.62 to 2.59 volts between (B)(6) 2010 and (B)(6) 2010. The daily bv trend data shows bv of 2.59 volts between (B)(6) 2010.